Event description:
The reporter indicated that on (B)(6) 2022. A 12.1mm, vicm5_12.1, -9.5 diopter, implantable collamer lens, tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced intraoperatively with no patient injury. It was reported that the problem resolved.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).